Event description:
It was reported that a pump declared an altitude alarm. There was no adverse impact to the customer's blood glucose level. The customer initially replaced the cartridge twice, but as the alarm persisted, they turned off the pump and reverted to multiple daily injections. When the customer later sought assistance, technical support advised cleaning the pump's speaker holes and loading a new cartridge, which resolved the issue. The customer understood the instructions and was encouraged to call back if the problem reoccurred.